Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. According to the instructions for use, surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include cardiac arrhythmias. The pump may cause interference with aicds. If electromagnetic interference occurs it may lead to inappropriate shocks arrhythmia and possibly death. The occurrence of electromagnetic interference with aicd sensing may require adjustment of lead sensitivity proximal placement of new leads or replacement of an existing sensing lead. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. The most likely cause of the reported arrhythmia event is the progressive nature of the patient's underlying condition. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database regarding a patient who stated that he had been woken from sleep with six shocks from his implantable cardioverter defibrillator (ICD). The patient was admitted to hospital and treated with medication. The events were reported to have been associated with ventricular tachycardia. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was possibly related to the patient's condition and to the hvad system and unrelated to the hvad procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient denied chest pain, shortness of breath or palpitations at the time of the implantable cardioverter defibrillator (ICD) shocks. The site further reported that the patient experienced low ventricular assist device (vad) estimated flow alarms during these episodes. Interrogation of the ICD revealed a heart rate of over 200 at the time of the shocks and was at-paced out of the rhythm several times before being shocked. The ICD was turned off at the bedside and the patient started on a lidocaine infusion. The patient was then started on amiodarone and the lidocaine turned off. Electrolytes were within normal limits. The site assumed that the ventricular tachycardia had been scar-mediated given the patients history of ischemic cardiomyopathy and coronary artery bypass grafting. The patient had no further ventricular tachycardia while on telemetry. A repeated echocardiogram on (B)(6) 2016 revealed no significant changes from an earlier study. The inflow cannula demonstrated laminar flow with an aortic valve that was opening with every beat and an ejection fraction of 20%. The patient was later discharged on oral amiodarone. The patient is a participant in the destination therapy (dt2) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the event was resolved on (B)(6) 2016. No further information has been provided.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Additional information received indicates that the patient was treated with amiodarone. The site further reported that the event was resolved on (B)(6) 2016. No further information has been provided.